Event description:
The customer reported the l-arm was faulty. This would result in a loss of motorization. This is a reportable event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the l-arm motor. The system operates as intended.